Event description:
The customer reported that they draw the fluid into the syringe and when injecting the fluid into the patient, the syringe stops between the 2 and 1 ml marker. Per additional information received on 29-mar-2022, the plunger was sticking. After switching the medication from depo-medrol to triamcinolone, no further issues occurred.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review showed syringes were visually inspected and physically tested with no issues found. The DHR for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. There were no photographs or physical samples received for product analysis. Without a sample, an investigation cannot be performed, and the reported condition cannot be confirmed. Control mechanisms are in place to prevent the occurrence and acceptance of the reported condition during molding, printing, assembly, and the packaging processes, and to ensure components and finished product meet all quality inspection standards (qis) during the syringe assembly processes. Per procedure, complaint trends are evaluated during the monthly corrective and preventative action (CAPA) meeting to determine if a CAPA is warranted. At this time, a CAPA will not be initiated. However, the reported condition will be communicated to the appropriate quality and manufacturing personnel. This complaint will be used for tracking and trending purposes.